Event description:
Boston scientific received information that this right ventricular (rv) lead had a threshold measurement of .5 v at implant. Following pocket closure, the patient was cardioverted due to atrial flutter. The patient went asystolic and stat pacing was delivered and the pacing threshold was found to have increased to 2.5 v. Under fluoroscopy it was found the lead had lost slack. The pocket was reopened and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.